Event description:
It was reported, to medtronic minimed. That the customer, experienced hyperglycemia and no com pump to transmitter. The customer reported, blood glucose value of 534 mg/dl. The customer reported, hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7841zn, mmt-864a, mmt-1884l, mmt-7040a, mmt-332a. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. Customer also reported, a loss of communication between the transmitter and the pump. Confirmed, xmtr serial number is programmed in manage devices screen. Pump in process of making multiple attempts to re-establish communication with the transmitter. No further patient complications were reported. No product return is required for mmt-7841zn, no product return is required for mmt-864a, no product return is required for mmt-1884l, no product return is required for mmt-7040a, no product return is required for mmt-332a.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.